Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Foreign dist reported that the unit of measure setting of their locked freestyle blood glucose monitor was able to change from mg/dl to mmol/l. They were also receiving an error 3 message and a battery/booklet icon when inserting strips into the meter, which is the indication that the meter my have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.